Event description:
The non-pre-loaded ar40e model intraocular lens (iol) haptics broke while trying to load. Extent of patient contact with the iol is unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information was not provided. Section d-6a date implanted: not applicable as there is no indication the iol was implanted. Section d-6b date explanted: not applicable as there is no indication the iol was implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.